Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 79 mg/dl. Troubleshooting was performed. The display returned and the customer received a pump error alarm. The customer was advised to select ok to clear the alarm. The customer was advised it was normal insulin pump behavior. The customer was advised to monitor the insulin pump and call back if needed. The device will not be returned for analysis.